Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pad printing to be removed from the tube extension. There was a small fragment of pad printing that was removed from the tube extension. Failure analysis concluded that the pad printing damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the pad printing damage found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
On (B)(4) 2014, intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument from the hospital. No information concerning the return was provided to isi. Intuitive surgical, inc. (Isi) contacted the site to obtain additional information concerning the reported event, however no further information could be provided.